Event description:
It was reported that during a sigmoidectomy procedure, the hand switch became non-functional suddenly. Another device was used to complete the case. There were no adverse consequences to the patient. When the doctor changed the hand piece, the device was used properly.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.